Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of two occurrences of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer provided information on two different lots of test strips. The customer was not sure which strips lots were used. This medwatch will cover strip lot 36887121. For information on strip lot 36888621 refer to the medwatch with patient identifier (B)(6). On (B)(6) 2019 at 12:00 pm the laboratory result was 1.8 inr. On (B)(6) 2019 at 1:20 pm the result from the meter was 2.4 inr. On (B)(6) 2019 at 10:00 am the result from the meter was 3.4 inr. On (B)(6) 2019 at 11:00 am the laboratory result was 2.4 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is not on heparin, no changes in coumadin dosage, no changes in any medications or diet, and no bleeding or bruising that required medical treatment. Relevant retention test strips (lot 368871 & 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.4 - 3.6 inr): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.